Event description:
The customer, a biomedical engineer, contacted physio-control to report that the hard-paddles assembly used with their device would no longer plug in to their device's therapy connector due to a broken pin being lodged inside the connector. As a result, defibrillation was not possible. This was observed during a preventative maintenance inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with technical assistance. It was later confirmed by the biomed that he replaced the therapy connector assembly. Additionally the biomed found, and disposed of, the therapy cable assembly that the pin had broken off of and replaced it with a new one. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.